Manufacturer narrative:
The cord was received by the manufacturer and the complaint was confirmed. The cause of the failure was corrosion on the analog ground pin, which caused the handpiece to run on its own.

Event description:
It was reported that the cord caused a run-on condition with the saw. Backup cord was available, which worked fine with the same saw. This was noticed during testing so there was no pt involvement.